Manufacturer narrative:
Additional manufacturer narrative: per the customer, the speaker connector was found broken. The issue was resolved by repairing the speaker connector; the device will not be returned for evaluation. A service history record review of the device reveals that the unit has been in the field for over seven (7) years with no previous reported issues related to this event. It was initially reported after upgrading the handheld device to (B)(4) and set to (B)(4), the alarm would not sound. The visual alarms worked properly. Per additional information received from the customer, it was found, during inspection that the connector of the speaker was broken. The customer repaired the connection and the speaker functioned properly. (B)(4).

Event description:
It was initially reported after upgrading the handheld device to (B)(4) and set to (B)(4), the alarm would not sound. The visual alarms worked properly. Per additional information received from the customer, it was found during inspection, that the connector of the speaker was broken. The customer repaired the connection and the speaker functioned properly.

Event description:
It was reported that after upgrading their hh to v7222 and set to v7801, the alarm and pulse tone do not sound anymore. They have set alarm volume to max and made sure the pulse tone is not muted but still no sound. The alarm visuals do appear to work properly. No known impact or consequence to pt.

Manufacturer narrative:
Multiple attempts for product return and requests for additional info were made. The product has not been returned to masimo to allow an analysis to be performed. If new info is obtained or the product is returned, a follow up report will be submitted.